Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 15feb2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The non-totally occluded 90% stenosed, 2.75mm x 34mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (non-bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.00x12mm non-bsc balloon catheter resulting to 80% residual stenosis. Following pre-dilation, a 2.75 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The device was removed and the procedure was completed with a 2.75x38mm non-bsc stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 15feb2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The non-totally occluded 90% stenosed, 2.75mm x 34mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (non-bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.00x12mm non-bsc balloon catheter resulting to 80% residual stenosis. Following pre-dilation, a 2.75 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The device was removed and the procedure was completed with a 2.75x38mm non-bsc stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.